Event description:
It was reported that the pump alarmed for no cassette after connecting the cassette that was prepared with medication. There was no alarm after changing the pump. No patient injury was reported.

Manufacturer narrative:
No product information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.